Event description:
The info provided to sjm indicated an 8f angio-seal vip was selected for use following a neurological interventional procedure using an 8f procedural sheath. Following pre-deployment angiogram indicating the puncture was just above the bifurcation, the device was deployed without difficulty. One day post-deployment, while the pt was still in the hosp for observation, a retroperitoneal bleed was detected. Vascular surgery was performed, but the angio-seal device could not be located. The puncture in the lower common femoral artery was sutured. No additional punctures were located. The pt fully recovered.

Manufacturer narrative:
As the product was not returned, our investigation was limited to the review of the device history record, which showed that each mfg and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed.